Event description:
As reported, port was explanted because of a fracture observed in the catheter tubing. The port had been in place approximately 2 yrs. The used device has been returned to navilyst medical for eval. There was no report of pt injury or complications.

Manufacturer narrative:
The used sample from the reported event has been returned to navilyst medical, however the device eval has not yet been completed. Upon completion of the investigation, a supplemental medwatch will be submitted. (B)(4).